Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 15-sep-2015: the ptc investigation result was provided. Ptc global number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events and lack of efficacy is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events / lack of efficacy and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who became pregnant after essure (fallopian tube occlusion insert) insertion. She stated both coils moved. She underwent a tubal ligation; later essure devices were removed during a novasure process (the exact procedure for essure removal was not specified). The reported events were considered serious due to medical importance and are listed in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this case, consumer stated essure failed after she passed her dye test because the coils moved and she became pregnant. This device movement could have been a contributory role in essure contraceptive failure. Therefore, causality between the events and the suspect insert cannot be excluded. This case was considered an incident; since device removal was required. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events / lack of efficacy and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0796-0371, awareness date 21-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube insert) inserted. Consumer reported that she has essure and was not given another option at the time. It was painful for approximately 3 1/2 years she was inside her. It moved, and also failed after she passed the dye test. It failed because not only both coils moved but she became pregnant. She then had to get an additional surgery to later have her tubes tied. Then still had severe pain because the doctor refused to remove them. She went to another doctor who removed them during the novasure process and she was finally out of pain. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who became pregnant after essure (fallopian tube occlusion insert) insertion. She stated both coils moved. She underwent a tubal ligation; later essure devices were removed during a novasure process (the exact procedure for essure removal was not specified). The reported events were considered serious due to medical importance and are listed in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this case, consumer stated essure failed after she passed her dye test because the coils moved and she became pregnant. This device movement could have been a contributory role in essure contraceptive failure. Therefore, causality between the events and the suspect insert cannot be excluded. This case was considered an incident; since device removal was required. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.